Manufacturer narrative:
Additional information was added to h6. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed, and the reported defect of a separation or break in the tubing could not be observed through the picture. The reported condition could not be verified or refuted. The cause of the reported condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified set broke. The issue was further described as "the end of the tubing was breaking". The event occurred while disconnecting the device. There was no report of patient injury or medical intervention associated with this event. No additional information is available.